Event description:
The customer reported they had a pin breaking off from the device's hard paddles connector and was now sitting in the therapy connector. The customer was unable to remove the broken pin. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part numbers required to replace the connector and the adult hard paddles. The replaced connector and paddles will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.